Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08871. It was reported that a stent moved on the balloon. The target lesion was located in the proximal circumflex distal left main artery. A 2.75mmx20mm synergy ii everolimus-eluting stent was advanced for treatment; however the device partially came off the balloon. The stent was re-advanced and was deployed. A 2.50mmx8mm synergy ii everolimus-eluting stent was then advanced but failed to cross the lesion. The device was removed and the stent came off the balloon into the physician's hand. Another stent was deployed distally to the 2.75mmx20mm synergy ii stent and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. Stent had detached from the balloon and was not returned for analysis. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent moved on the balloon. The target lesion was located in the proximal circumflex distal left main artery. A 2.75 mm x 20 mm synergy ii everolimus-eluting stent was advanced for treatment; however the device partially came off the balloon. The stent was re-advanced and was deployed. A 2.50 mm x 8 mm synergy ii everolimus-eluting stent was then advanced but failed to cross the lesion. The device was removed and the stent came off the balloon into the physician¿s hand. Another stent was deployed distally to the 2.75 mm x 20 mm synergy ii stent and the procedure was completed. No patient complications were reported and the patient's status was fine.